Event description:
It was reported to philips that the azurion system failed to start-up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The fse found that the output power was missing, although the input power was operating properly, indicating dcps (direct current power supply) power tray was defective. The philips engineer replaced pdu(power distribution unit) fantray and dcps. The defective dcps and fan tray was returned to philips for further analysis. The analysis confirmed that the dcps and pdu (power distribution unit) fan tray malfunction due to power supply failure. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.